Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the system was not turning on. Upon troubleshooting, the field service engineer (fse) identified host pc went bad, had issues booting and the usb ports were not working properly. Fse programmed the sd card for the pdm manually and were able to power on the system and then the system booted up but would not shoot x-ray. Fse put the original host pc in but could not update license file due to problem with the database. Then there was a connection problem with the hard drive. Temporarily bypassed the connection issue until another host pc can be installed. The defective part was returned for analysis, for host pc no failures observed. However, the replacement of host pc and removing of preloaded settings which allowed the license file to activate and restoring database by the fse has resolved the reported issue. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that allura system was not turning on. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.